Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the device did not deliver as dose when the button on the bolus cord was pressed. It was reported that during testing prior to pt use, the nurse found device did not deliver a dose when the button on the bolus cord was pressed. No specific device programming parameters were provided. The device was removed form clinical service and was sent to the biomedical department. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed though requested, no additional information was provided.